Event description:
The following complaint was reported: aquacel (B)(4) burn was applied on (B)(6) 2013, to the pt's head and forehead-it had all adhered when reviewed on (B)(6) 2013. Except for one area that was "mushy" the clinician removed and took a swab from the area this revealed a heavy growth of (B)(6); because of this she was taken back to theatre to have the dressing removed surgically and to scrub the area and the remaining aqacel (B)(4) burn was removed, from the left side of the child's head. Most of the dressing had come off itself and the wound healed underneath. This area was then skin grafted in theatre.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. An evaluation was performed on this complaint. The product lot number could not obtain indicating no lot number was available. As no complaint sample was received, an assignable cause could not be determined. No evidence was found that product failed to meet all of the requirements and specifications at the time of manufacture. There are no additional complaints reported for this specific icc code. A review of the complaint listing for the previous twelve months for this product icc codes indicates that this was only complaint registered for this icc code, date and complaint issue. An evaluation has been conducted and no further work is required. This is an isolated incident and adverse event monitoring through trending will continue to be performed in accordance with convatec documented procedures. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available a follow-up report will be submitted.